Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 345 mg/dl at the time of the incident. Patient's current bg: 422 mg/dl. The customer experienced symptoms such as headache. Customer treated for high blood glucose with manual injection and now blood glucose was 330 mg/dl. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering is that this morning, she gave herself some insulin when blood glucose was 435 mg/dl and gave herself 58 units and it didn¿t deliver that much, it just shut off. Customer thinks it delivered 48 units . Customer states the drive support cap is flush. Customer is not calling back to perform an high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Performed displacement test. Test results: per the loose dsc, stopping the troubleshoot. The pump will be returned for analysis.